Event description:
It was reported that electrode #11 was greater than 10,000 ohms in all combinations. The manufacturer representative was unable to determine if the issue was with the implantable neurostimulator (ins), lead, or extension. There was no complaint from the patient and no symptoms experienced. The patient was receiving effective therapy and no further action was planned.

Manufacturer narrative:
Concomitant products: product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 37744, serial # (B)(4), product type programmer, patient. (B)(4).